Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the lead could not be fixed due to an issue with the helix. Another lead was implanted. No patient complications have been reported as a result of this event.